Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient required hospitalization. The patient was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for the event. At the time of this report, the patient was recovering from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 3 of 3 involved in this event.